Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of electrocautery during a surgical procedure. As a result, the device stored a false signal artifact monitoring (sam) episode. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device inappropriately stored ventricular tachycardia (vt) episodes due to oversensing of electromagnetic interference (emi) during a surgical procedure. No adverse patient effects were reported. At this time, this device remains in service.